Event description:
The customer was either on his way up or down, it is not known which, when the seat tipped over to the side. The customer then fell down approximately 17 stairs, ending up on the floor. It is not known if the customer was wearing the seat belt or not.

Manufacturer narrative:
The initial eval was conducted by a (B)(4) dealer. Bruno has concluded that this incident occurred as a result of installation and/or service related issues and was not a product issue. Bruno is in the process of replacing the stairlift. Upon this installation the original stairlift will be returned to bruno for eval.